Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed low power hazard and power cable disconnect events on (B)(6) 2025. The log file also captured a no external power alarm and multiple other associated alarm types while the patient as connected to the mobile power unit (mpu) caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 28dec2025, 29dec2025, the log file captured multiple power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms while connected to the mobile power unit (mpu) due to multiple losses in ac power. The alarms resolved when either one of the power cables was connected to external power or power was restored to the mpu. The backup battery supported the system during all no external power events without issue. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any product would return; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.